Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant and full upper denture were placed, a failure occurred upon insertion in type iii bone. Clinician reports mobility and insufficient bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant and full upper denture were placed, a failure occurred upon insertion in type iii bone. Clinician reports mobility and insufficient bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.